Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the (B)(4) sales professional that a (B)(6) old male patient who has liver disease and other medical conditions (details not provided) underwent a peripheral intervention procedure during the week of (B)(6). Access was obtained at the common femoral artery via a 6f procedural sheath. Following the procedure, the physician who is a trained user of the mynx, used the mynx cadence to close the access site. It was reported that there were no complications during the procedure or closure, however 2-3 hours post close, the patient developed a "large" hematoma which was infiltrated with blood requiring surgical evacuation in the operating room (or). Per the aci sales professional, the patient is still in the hospital due to other medical conditions unrelated to the hematoma. No further information was provided.